Event description:
Reporter indicated that pt has been diagnosed with left vocal cord paralysis. Treating neurologist indicated that the condition is likely a surgical complication from increased pulling and tension on recurrent laryngeal nerve.